Event description:
Reported event of displacement requiring reoperation from journal article: "band and port-related morbidity after bariatric surgery: an underestimated problem". M.v. Launay-savary, et al (2008) obes surg 18:1406-1410 springer science. Allergan's approach to compliance is to resolve all doubt in favor of reporting.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 19/nov/08. The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, implant date and explant date. The information has not yet been received by allergan. The connector type has been identified as taper ii because the vanguard device is equipped solely with the taper ii. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling: "care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physical activity, or subsequent surgery." "Migration of the band and/or tipping of the access port can occur, resulting in reduced weight loss, weight gain or other complications, and possible reoperation to remove or reposition the device."